Manufacturer narrative:
Varian's medical advisor has reviewed the treatment (misadministration) information and has determined that the information provided does not reasonably suggest that the device in question has or may have caused or contributed to a death or serious injury. The rationale for this assessment is as follows: the patient was being treated with 300 cgy per day to planned 2400 cgy to thoracic spine- t9-t11. On a single fraction the collimator was at the wrong angle- 98 instead of 90 degrees- there was no significant difference from planned dose to spinal cord, heart or lungs- therefore no corrective measures were necessary. A varian investigator has determined that this apparent collimator rotation issue may be a recurrence of a previously reported malfunction. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Per a conversation with the customer, they had setup the first patient of the morning for the first treatment field and stated that she did not see the error. After the first field was treated, she went back into the treatment room and then noticed that the collimator rotation was 7.7 degrees off. At that time, she stopped the patient treatment, removed the patient from the room and had physics verify the error. Though there was a misadministration, there has been no report of serious injury.